Manufacturer narrative:
The lens was not returned for analysis. Only the empty lens case was returned in the carton with the packaging inserts and the open peel pouch. There is no damage observed to the lens case or the locking arm mechanism. The lens case functions as intended. The file indicated the use of a qualified cartridge and handpiece. The viscoelastic indicated is not qualified for the product combination used. The root cause for the reported complaint may be related to failure to follow the IFU. The file indicated the use of a viscoelastic that is not qualified for the product combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implant procedure, it was observed that a chunk of the iol was missing from the edge of the optic. The haptics were intact but it a visible piece of the iol was gone. The iol was then removed and the backup was placed with no further intervention required. Additional information has been requested and received stated that there was no patient harm and the surgeon prognosis was good, no further complication was anticipated.